Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aptus anchors were also prophylactically implanted. It was reported that the patient had severe abdominal pain. The event relationship to the device was reported as uncertain. A diagnostic procedure (CT with contrast) had been performed and a gi consult was done. The event is unresolved. It was also reported that the patient had a cardiac event (arrhythmia). The patient was given medication and recovered. The event relationship to the device was reported as uncertain. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had ischemic colitis. The investigator assessed the ischemic colitis, previously reported severe abdominal pain and previously reported arrhythmia to be related to the index procedure. The ischemic colitis is unresolved and the patient is being treated.